Event description:
Dealer states the batteries dropping 5 volts under load. Dealer spoke troubleshooting with tech (B)(4) and was advised it was the batteries. Tech notes that dealer does not believe it is the batteries. No customer information provided.